Event description:
It s my duty to clean the "stryker neputine-liquid-waste management system" suction machines we use at our outpatient facility. After performing my duties for 5 months without any problems, I suddenly developed a sensitivity to the detergent used to clean the machines; "empower dual ezymatic detergent" from metrex. Subtilisin enzyme 5% and propylene glycol 35%. This sensitivity presented as acute and profound industrial rhinitis, profuse watery discharge-which would last approximately 5 hours after I cleaned the 8 machines in rapid succession at the end of my shift. The rhinitis was accompaned by irritation of my throat as though I had inhaled hot, dirty smoke-as well as a "sunburnt" prickly feeling on my face and exposed arms; and a light headed/hypoxic felling, as though I constantly needed a few deep breaths. On days when I do not work, and all day whilst at work, I have no problems. Only after cleaning the neptunes at the end of the day do the symptoms appear. The machines are cleaned at a "docking station" in the decontimantion room. The docking station injects the enzyme detergent mixed with hot water, which is then sprayed in the 20 liter suction chamber to clean it, and pumped to a drop tube-like a washing machine drain-which empties into an open floor drain. The spray head causes considerable aerosolization/misting of the enzyme detergent which escapes from the suction tank head through a 1 inch hole where a disposable manifold is inserted when the machine is in use in the operating room. This hole is desgined to be sealed by a "flap valve" that is prone to failure (half of ours have been broken for over a year). Vapor and/or mistalso rises from the floor drain and drop tube. I can even taste the the fragrance from the detergent on my lips after cleaning the machines even though I wear a surgical mask and gloves. Sharp healthcare was very concerned and cooperative in looking into the matter. The safety officer was consulted, and I was referred to employee health nurse who referred me to industrial medicine md. After extensive tests to rule out hay fever by dr, he diagnosed with "toxic work." I have been very happy with my job and have resisted re-assignment, preferring instead to take elaborate precautions while cleaning the machines. This includes propping open work room doors to increase ventilation, tucking blankets and rags in the drain openings, plugging the broken tank manifold valves with a sink drain stopper I purchased, and leaving the area for 10 minutes or so during and after the cleaning cycle to give the vapor time to clear. I have had great success with my efforts and now encounter only minimal irritation, provided I am extremely diligent. My concern is that the msds for metrex empower-under "control measures"-states: "adequate ventilation required to maintain recommended exposure limit." When one considers the international exposure for airborne subtilisin enzyme is 60 nanograms per cubic meter of air or less; anyone who conceives of how minute a nanogram is, should see a red flag when looking into the wisdom of employing a detergent with a high concentration of subtilisin enzyme in a large scale "spray" application which splatters into open floor drains and vents to room air. I feel the current cleaning configuration emits airborne droplets of subtilisin enzyme far exceeding limits regarded as safe. From what I have gathered in reasearching regulations on airborne subtilisin, although it is regulated in a number of other countries, osha's regulation on subtilisin was remanded by the u.s. Circuit court of appeals and no new regulation implemented, apparently because "there is currently no method available to monitor workplace exposures to these substances" at levels of nanograms per cubic meter; and it is assumed there is little chance for aerosolization during normal use -hand/manual washing of instruments-in liquid form. Niosh "recommends" that limits set by the american conference of governmental industrial hygienists-acgih-be followed, but has no enforcement authority. The stryker neptune waste management technology is relatively new, and stryker is maintaining a defense of "plausible deniability" on the issue. I hope you can give this matter careful consideration.